Manufacturer narrative:
Based on the claim against the product by the customer noting that the bipolar instrument had energy, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to remove the energy cable from the bipolar instrument since the energy was affected by the monopolar. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The monopolar curved scissors instrument will not be returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted low anterior resection surgical procedure, arcing was originated from the monopolar curved scissors instrument and ground on the bipolar instrument. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the bipolar instrument on the left hand had energy. The customer was using monopolar instrument on the right hand. The tse advised the customer to remove the energy cable from the bipolar instrument since the energy was affected by the monopolar. The procedure was completing as planned with no reported injury. Isi followed up with the isi clinical sales representative and obtained the following additional information: the instruments were inspected prior to use with no issue. The arcing was originated from the monopolar instrument and ground on the bipolar instrument. Monopolar coagulation was activated when the arcing event occurred. The instruments were connected properly. Ft10 electrosurgical genertor unit (esu) was used. The settings on the esu were the followings: cut: 35; coag: 35. The instrument was in contact with the tissue when the arcing occurred. There was no patient¿s injury. The instrument tips did not collide with any other instrument or tool during the procedure. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The monopolar and bipolar instruments will not be returned.